Event description:
The system couch underwent uncontrolled vertical motion, and the hand of operator almost caught between gantry and couch. A pt was sitting on the couch. Neither the operator nor the pt was injured.

Manufacturer narrative:
Investigation of the event identified that the key for the brake assembly and shaft came out of its keyway. The system was repaired and returned to service. This issue is associated with customer complaints. MDR 1525965-2007-00028 documenting a similar issue was submitted to the FDA on 11/07/2007.